Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the foreign material at the distal end was confirmed, but the type of foreign material was unknown. The foreign material may not have been removed because reprocessing could not be conducted properly due to a leak from the electrical connector guide pin; however, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "bf-180 series operation manual chapter 3 preparation and inspection", and preventative measures in "bf-180 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the distal end of the bronchovideoscope had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the us-scope / us-probe distal end had foreign objects. There were no reports of patient harm.